Event description:
It was reported that an nrg transseptal needle was selected for pulmonary vein isolation. During the procedure, when the needle was manually shaped, it got broken/detached. The needle shaft was bent. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. The event occurred outside the patient body and no patient complications were reported. No other issues were noted. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for pulmonary vein isolation. During the procedure, when the needle was manually shaped, it got broken/detached. The needle shaft was bent. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. The event occurred outside the patient body and no patient complications were reported. No other issues were noted. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was visually inspected, and it failed. The distal tip of needle was bent and broken but was attached with the ptfe layer, and there were signs of manual reshaping at the distal end of the needle. The needle handle and cable connector had no signs of damage. The nrg rf needle passed pre and post decontamination flush test; the new syringe was able to properly attach to the luer and flushing was successful. Later, the device met the device specification which includes distal/proximal hypotube outer diameter. During the device curve overlay imaging performed, and the device failed the curve overlay test which concludes that the needle was manually reshaped which led to broken tip and needle stuck in the dilator during procedure. Therefore, the reported allegation can be confirmed. Labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle shaft may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle'.